Event description:
During scheduled repeat cesarean delivery vacuum assist was requested by provider. Vacuum was applied and one pull with pop off was achieved. Vacuum was re-applied, but did not produce suction or adhere to infant's head, even though vacuum showed that it was providing suction. Attempted to troubleshoot vacuum, but it would not release suction from original pull in order to reattach to infant's head.